Manufacturer narrative:
The customer reported that before putting the transmitter on a patient, the transmitter started to get warm. The batteries were removed and reinserted, however the issue could not be duplicated. The device was returned for evaluation. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that before putting the transmitter on a patient, the transmitter started to get warm.